Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with an infection around their generator site and underwent a replacement. Further information was received indicating that the patient's skin around the generator site began to breakdown when then developed an infection. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device.

Event description:
Through follow-up it was determined that the breakdown of the skin had occurred suddenly and there was no patient trauma that contributed to the breakdown or patient manipulation that occurred. The generator was not visibly seen through the patients skin as there was too much puss and clots (infection) in the area. It was also noted that the patient's skin was fragile and it had not been like this before.